Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was unknown at the time of the incident. The customer did not return the product back for analysis. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump had blank display due to faulty connector on mother board. We were unable to perform idle current test, run current test, self -test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.